Manufacturer narrative:
Phone (B)(6). One device was received for evaluation. Visual inspection found the device to be in good condition. Functional testing was unable to duplicate the reported issue. There was no fault found, device passed all functional testing. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited an upstream occlusion error. There was no patient involvement. The event occurred during preventive maintenance inspection.